Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no por¿s observed in the black box. Battery compartment is cracked on the side at the threads and cracked above and below the bumper pad. Corrosion observed inside battery compartment. Returned battery cap has stripped threads. It is able to attach to the pump but difficult to remove. Cartridge cap was not returned. Returned battery cap was used to complete a 24hr duration test, no power interruptions were duplicated during this time. Test cartridge cap used to complete testing. Leak test verifies leak in battery compartment. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.